Manufacturer narrative:
(B)(4): the device was returned for analysis. Evaluation is not complete.(B)(6). The patient remains on lvad support with the replacement pump. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 3¿ from the pump housing and the remainder of the driveline was not returned. Visual examination of the returned pump revealed a tissue-like thrombus formation adhered around the inlet bearing cup and inlet bearing ball. The thrombus showed areas of denaturation and appeared to have formed in laminated layers, indicating that it likely developed on the bearing over an undetermined amount of time while the pump was operating. This deposition would have potentially contributed to the reported hemolysis. Additionally, a small, loose, white deposition was present in the proximal side of the outlet stator. The deposition lacked lamination, lacked denaturing, and was not adhered to the bearing ball or stator blades. Although its origin and a duration in which it was present in the pump could not be conclusively determined, it did not appear to have originated in this location. Examination of the pump bearings, rotor and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions was performed and revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 75 days post-implant, the patient presented with unspecified increased hemolysis parameters and pump thrombus was suspected. The patient received a pump exchange on (B)(6) 2015.